Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports (different patients, same facility). Other mfg report numbers: 3013886523-2026-00046. 3013886523-2026-00047. A facility reported a cerelink sensor (ID 826851) stopped working after 1.5 hours, showing only negative readings. Troubleshooting was not successful, therefore, the sensor was removed and replaced.